Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). An approach was performed with a 6f non bsc sheath. The lesion was explored with a 1.5 non bsc guidewire and 4mm /10cm mustang¿ balloon catheter as support but failed to cross the lesion. In retrograde approach using a 4f non bsc sheath, an attempt was made again using non-bsc devices, but still unable to cross the lesion. After replacing the wire with a new non bsc guidewire, the physician advanced a 5.0mmx40mmx135cm sterling¿ balloon catheter for dilatation but the balloon ruptured upon first inflation. The device was completely removed form the patient's body. Subsequently, a 4mmx10cm mustang balloon catheter was used for pre-dilatation and a 7mmx180cm innova stent was then deployed. Post-dilatation was performed using 6mmx10cm sterling balloon catheter and the procedure was completed. No patient complications were reported.